Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause of the split is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the ink on the tubing of the extension legs was worn and faded. Slight kinks where observed in the catheter between the 12 cm and 13 cm as well as a 14 cm and 15 cm depth markers, and a more severe kink was observed between the 1 cm and 2 cm depth markers. Some use residue was observed on the tubing of the extension legs. The red lumen was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were observed. A weeping leak was observed in the tubing of the purple lumen near the distal end of the luer connector when the purple lumen was flushed. A microscopic observation revealed a small split in the tubing of the extension leg of the purple lumen within the distal end of the luer connector. Cracks/fissures and beach marks were observed on the fracture surface of the split, which are evidence of material fatigue. What appeared to be the beginning of additional splits were observed in the tubing of both lumens. The tubing material of both lumens was observed to be attached to the interiors of the luer connectors at irregular points along the tubing¿s circumference and cracking appeared to have initiated at one or more of these points in both lumens. An internal investigation is currently ongoing to determine the root cause of this cracking. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a PICC that was leaking at the hub and would not prime. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a PICC that was leaking at the hub and would not prime. No reported patient injury.